Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported device was not holding a charge like it should. Patient noted she charged last sunday and by wednesday it was dead. Prior the call, patient met with representative to check the system. No further complication and no symptoms were reported.